Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The reported complaint was not observed as insufficient sample was returned for analysis. Only carton, patient identication and secondary label set returned. No device or intraocular lens (iol) returned. We are unable to determine the root cause for the reported complaint "lead haptic coming out prior to insertion" as no iol or device was returned for evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2025, new information was received indicating that the haptic issue involved the leading haptic coming out prior to insertion. This occurred during the device priming process. The procedure was completed on the same day.

Manufacturer narrative:
Additional information was provided in b.3., b.5., d.9., d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there was haptic issue with no patient contact. Additional information has been requested.